Event description:
It was reported that stable angina and atherosclerosis occurred, requiring medication. During procedure, the target lesion was located in the proximal to middle left anterior descending artery with 75% stenosis and was 13 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with placement of a 3.50 x 16 synergy stent system. Post deployment, the stenosis was noted to be 0% with timi 3 flow. In november 2025, the patient was diagnosed with stable angina pectoris and was hospitalized for further treatment. Medication was given or regimen adjusted to treat the event. Seven days later, the patient was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving. In march 2026, the patient was diagnosed with coronary atherosclerotic heart disease and was hospitalized for further treatment. Medication was given or regimen adjusted to treat the event. Eight days later, the patient was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving.